Event description:
It was reported that the lead was dislodged during implant. The lead was repositioned but during subsequent follow-up the lead was again found dislodged. The lead was explanted and replaced and the patient was stable. There were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was dislodged. Additional information was requested but was not received.